Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of a 60 mm abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 20 mm, and the length of the aneurysm was 105 mm. The length of the aneurysm neck was 4 cm. The aneurysm was reported to be very straight with a narrow flow lumen. No calcification or tortuosity was reported. The pt has a history of coronary artery disease, mild obesity, cerebrovascular disease, and coronary artery bypass graft. After the bifurcated stent graft was deployed, the physician easily cannulated the contralateral gate, and the contralateral limb was deployed. Both limbs appeared to fill appropriately on angiography, but one of the renal arteries had been covered by the stent graft. The physician attempted to insert a wire over the flow divider in order to pull the device down, but the wire would not go over the flow divider. A lateral arteriogram demonstrated that the contralateral limb might have been deployed outside the contralateral gate; however, a 16 french sheath and an angioplasty balloon could be inserted into the gate. It was reported that the gate was successfully balloon angioplastied. Another unsuccessful attempt was made to wire the contralateral gate; therefore, the decision was made to convert the pt to open surgical repair of the aneurysm. The physician could not confirm deployment of the contralateral limb outside of the gate. No clinical sequelae were reported, and the pt is reported to be fine.